Event description:
A copy of the medwatch report from FDA was received, which states "at about 03:45 the alaris pump was alarming for "air in line" and a party member responded to the alarm. Party member noticed that the amiodarone bag that was infusing was dry. Writer was notified of the issue and responded since the full bag of amio (300mg/245ml) was freshly primed and hung at 01:30. Party members all inspected the pump and came to the same conclusion. The pump was programed to deliver 150ml of medication at a rate of 25ml/hr. According to the pump at the time of our response, only 47ml had been administered. However, the entire bag of medication was empty. Upon further evaluation it was observed that when the primary tubing was engaged in the alaris channel, with all clamps unlocked, the medication would continue to gravity feed though the channel, though the channel was turned off. This led us to the conclusion that the alaris channel was malfunctioning and delivered the entire amiodarone bag via gravity over the course of about two hours. The ICU team was made aware and wanted close watch on vitals for the remainder of the shift. No adverse reactions were noted." The customer mentioned in the medwatch form that outcomes attributed to an adverse event as 'life threatening'. Bd received additional information through due diligence attempts. It was reported that the "device was repaired onsite. The voltage reading on the top/bottle side pressure sensor, is too low, and fails the pressure sensor calibration reset test. Error code: 240.4150.5 replaced top/bottleside pressure sensor." Although requested, additional information was not provided and no device was returned to bd.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an si - over infusion (amiodarone) was not determined because no products or device logs were returned.